Event description:
It was reported that during use with bd phoenix nmic/ID-307 that enterobacter cloacae was misidentified as klebsiella pneumoniae. Customer believes most of the incorrect ID's were caught before reporting them out. The following information was provided by the initial reporter: misidentification of multiple organisms by the phoenix panel. Customer subcultured to bap isolates (B)(6) 2023, (B)(6). Enterobacter cloacae, (B)(6).

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd phoenix nmic/ID-307 that enterobacter cloacae was misidentified as klebsiella pneumoniae. Customer believes most of the incorrect ID's were caught before reporting them out. The following information was provided by the initial reporter: misidentification of multiple organisms by the phoenix panel. Customer subcultured to bap isolates, on 9/19/23, (B)(6) klebsiella pneumoniae enterobacter cloacae (B)(6).

Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification of multiple organisms (escherichia coli as enterobacter cloacae, citrobacter brakii, shigella dystenteriae or citrobacter freundii and enterobacter cloacae as klebsiella pneumoniae) when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3157373. The customer did not return panels but provided isolates, binary files and phoenix generated lab reports for the investigation. The lab reports show patient samples identifying as e. Coli, e. Cloacae, k. Pneumoniae and c. Freundii. The twelve customer returned isolates were labeled as m-1 through m-12 and verified with bruker maldi biotyper. Isolate m-9 did not grow and was not used in investigation testing. Isolates m-1 through m-3 and m-5 through m-8 and m-10 through m-12 were verified as e. Coli on the bruker maldi. The customer received ids of e. Cloacae, c. Brakii, s. Dystenteriae or c. Freundii with the complaint batch. Isolate m-4 was verified as enterobacter roggenkampii on the bruker maldi, the customer received a k. Pneumoniae identification for this isolate with the complaint batch. It is to be noted that phoenix does not have claims for e. Roggenkampii. Therefore, this isolate m-4 was not used during complaint testing. To investigate, one retention panel from complaint batch 3157373 was tested using customer returned isolates m-1 through m-8 and m-10 through m-12 on a phoenix m50 machine and evaluated for identification results. All panels inoculated with customer returned isolates identified as e. Coli. All ten panels returned the expected identification results; therefore, this complaint is not confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one additional complaint on complaint batch 3157373, related to this defect and not confirmed.